Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Based on the following information, olympus medical systems corp. (Omsc) presumed that the cause was that local service department installed the board with inappropriate screws. The subject device had been repaired on november 27, 2018. * according to the inspection result by local service department, the following were confirmed. 1) two screws for board were missing. 2) red screw-lock was applied to board which was a trace of repair by local service department. 3) one screw was found in the scope connector. 4) another screw (different type from above) was found around angulation chain in the scope connector. According to the design information, the board is supposed to be screwed with two screws same as above 4).

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, an additional screw was found within the control body. All screws for the device have been accounted for and the screw found within the control body was confirmed as being an additional free issue part. Due to the location where the loose screw was identified, there was potential for it to jam the angulation mechanism. There was no report of patient injury associated with the event.